Event description:
It was reported that during patient use with oxygen therapy, the ventilator touchscreen went black for some seconds and then returned to standard oxygen therapy ventilation. There was no harm to the patient and the patient was placed on another ventilator. The debug logs confirmed a cpu reset, and ventilation resumed within 17 seconds at the previous set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.